Event description:
The consumer reported their thermometer was giving false positive readings on their child. The device allegedly read 2 to 4 degrees higher than the child's actual temperature. The consumer took her daughter to the emergency room where it was confirmed that the child did not have a high grade fever. There were no complications from this incident, and no adverse event occurred.